Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hyperglycemia. Blood glucose level was 24 mmol/l. User had to calibrate the insulin pump but it was not successful. Customer bolused 2 times for her high blood glucose. One bolus was of 10 units and another was of 8.6 units. User was on road and forgot to bolus a banana and later bread. No further details given. It was unknown whether the user using auto mode feature at the time of reported incident. Insulin pump will not be returned for analysis.